Event description:
3b medical, inc. Dba react health was contacted by a durable medical equipment (dme) provider advising that their patient reported that a luna g3 apap machine "blew a piece of charcoal down her throat and she now coughs charcoal". The device has not been returned to react health or the manufacturer.